Event description:
The rep reported the device was used during a colon resection. It was reported the ax55b was fired and the staple line did not complete. There was an incomplete staple line formation. A tlc75 was used to complete the procedure. There was no consequence to the pt.